Event description:
Philips received a complaint by the customer on the v60, indicating that a 1127 "ovp circuit failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1127 "ovp circuit failed" error occurred. The field service engineer (fse) did not evaluate or repair the device as the issue was no longer occurring. The customer canceled onsite service, so no work order (wo) was generated. The investigation is ongoing.

Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered as the issue occurred while an equipment management service and repair (emsar) service representative was attempting a field change. The biomedical engineer (bme) called technical support to report that a 1127 "ovp circuit failed" error occurred. The field service engineer (fse) did not evaluate or repair the device as the issue was no longer occurring. The bme canceled onsite service, so no work order (wo) was generated. Per good faith effort (gfe) response received 25mar2024, the bme stated that the device was repaired in-house by replacing the flow sensor assembly. The bme confirmed that the issue was resolved after verifying proper calibration and operation. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.